Manufacturer narrative:
H2/h3/h6/d10: the connector was returned and analyzed. It was found to be in good condition with no apparent physical damage. The connector passed a continuity test with no opens or shorts detected. Codes 10, 213 and 67 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735859, serial/lot #: unknown, ubd: unknown, UDI# unknown. A medtronic representative went to the site to test the equipment. Upon replacing the ssd on the navigation system, it would still not verify with the imaging system. It was then determined that the initial bypassing of the bulkhead connector was incorrect, and bypassing the bulkhead connector again resolved the issue. The bulkhead connector was then replaced. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system could not connect to the imaging system. The ip addresses for the systems were (B)(6), and the subnet for both were (B)(6). Attempting to bypass the network chain on both the navigation system and imaging systems and still the 2 systems could not verify/connect. Changing the ip addresses of the 2 systems also did not resolve the issue. 2 ethernet cables were tested and the behavior was the same. Upon trying to get logs, the system output an error "error attempting to write lower page". After attempting a hard reboot, the system would not boot out of the grub menu. Multiple reboots were attempted and the system was able to boot into recovery mode. The procedure was completed by aborting navigation and using a c-arm. There was no impact to patient outcome and a less than 1 hour delay to the procedure. Additional information was received on 2019-11-05 providing resolution of the issue. It was reported that bypassing the network bulkhead on the navigation system again, the navigation system could connect with the imaging system. It was believed that during the troubleshooting at the time of the event, the bypass of the bulkhead was incorrect on one of the system sides, causing the manufacturing representatives to think that the bulkhead was not the issue.

Manufacturer narrative:
Two software analysis were performed: the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ssd was returned to medtronic for analysis. The ssd was tested and booted to the log-in screen without issues. No failures were found. If information is provided in the future, a supplemental report will be issued.